Event description:
The customer reported a clip is stuck in the forceps channel during an unspecified procedure involving an olympus colonovideoscope. The cause is currently unknown to the customer. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.